Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly. It was determined that the cause of the reported issue was due to electrical overstress, which resulted in diodes, designators cr7, cr24 and cr27 becoming electrically shorted.

Event description:
The customer contacted physio-control to report that their device logged non-critical event code during preventative maintenance. Upon evaluation of the customer's device, physio-control observed that the customer¿s device was unable to complete a charge for defibrillation therapy. There was no patient use associated with the reported event.